Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During deployment of the first collagen plug, no resistance was felt. The second plug was deployed and normal resistance was felt. Following the procedure, the patient had symptoms of pain and a cold leg and it was necessary to perform a fogarty procedure due to acute ischemia of the femoral artery which was thought to be caused by a collagen insertion. No further complications were reported.